Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure difficulty docking the aquabeam motorpack to the aquabeam handpiece was encountered. Several troubleshooting steps were taken in attempts to address the issue, including replacing the aquabeam handpiece two times without success. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam motorpack was returned for investigation of this event. Functional testing confirmed the reported event. The test handpiece could easily be pulled out without pressing the handpiece release button. Upon deconstruction of the motorpack, severe fluid ingress on the pcb, inner shell, and motors were observed as salt deposits were abundantly evident. Fluid ingress might also trigger the e22 error. How fluid entered remains undeterminable. However, it is possible that during the undraping performed at post-procedure, excess fluid on the drape can run off into the motorpack cable assembly. This issue is mitigated in the current user manual um0101 rev f. Instructs the user on how to properly drape and by requiring a motorpack drape and a handpiece articulating arm drape. A review of the device history record (DHR) for aquabeam robotic system / serial number (B)(6) and the aquabeam motorpack / lot number 19c00105 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: dock the motorpack to the aquabeam handpiece: verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeam handpiece (fully proximal). Apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. Keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. Note: verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged. The most likely root cause of the reported event was determined to be design-related due to the poor mechanical fit, which can affect the electrical connectivity between the two devices, increasing the likelihood of triggering e22s and other errors. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.